Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited a loose eyepiece coupler that wiggled during use, the eyepiece adapter was also loose and displayed a circular on-screen image. The event occurred during sedation of a therapeutic transurethral resection of the prostate procedure, which was completed using the same device. There were no reports of patient harm.